Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned as it was reported that the pump's rear housing had been damaged. The results of the investigation found that the device's downstream occlusion (dso) sensor was malfunctioning. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The investigation results were updated. During visual inspection, the rear housing damage was found. Customer complaint about the rear housing being damaged was confirmed through visual inspection. The rear housing was replaced. No further repairs are needed for this device. Device passed all tests post repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
The device was returned as it was reported that the pump's rear housing had been damaged. There was no patient involvement.